Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller, associated batteries, and ac adapter exhibited power switching, intermittent beeping, and the controller exhibited a power up. The controller and batteries were exchanged. The ac adapter remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b3. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller (B)(4) and 4 batteries (B)(4) were returned for evaluation. One ac adapter (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4) and power switching events that were due to communication errors involving battery (B)(4). Batteries (B)(4) had several momentary disconnections that did not lead to power switching. Momentary disconnections will result in an audible tone or "beep". Analysis of event files revealed a controller power up event on (B)(6) 2018 at 14:20:43 hours. The data point before the controller power up recorded that the controller was connected to (B)(4) with 26% relative state o f charge (rsoc) on power port 1 and (B)(4) with 46% rsoc on power port 2. The data point after the controller power up recorded that the controller was connected to (B)(4) on power port 1 and (B)(4) on power port 2. The controller is a controller 2.0, which has a feature that captures the date and time of controller power downs. The controller was without power for 11 seconds. As a result, the reported event was confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and batteries. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources from the controller and/or due to momentary disconnections between the controller and batteries. Correction: h10 other devices involved in this event: d1: heartware ventricular assist system - battery d4: battery / (B)(4) /model #: 1650 / expiration date: 2017-02-28 UDI #: (B)(4). D10: yes, return date: 2018-07-11 h3: yes h4: mfg date: 2016-02-28 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6 FDA method code(s):10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 other devices involved in this event: d1: heartware ventricular assist system - battery d4: battery / (B)(4) /model #: 1650 / expiration date: 2017-02-28 UDI #: (B)(4). D10: yes, return date: 2018-07-11 h3: yes h4: mfg date: 2016-02-28 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6 FDA method code(s):10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 other devices involved in this event: d1: heartware ventricular assist system - battery d4: battery / (B)(4) /model #: 1650 / expiration date: 2017-09-30 UDI #: (B)(4). D10: yes, return date: 2018-07-11 h3: yes h4: mfg date: 2016-09-30 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6 FDA method code(s):10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 other devices involved in this event: d1: heartware ventricular assist system - battery d4: battery / (B)(4) /model #: 1650 / expiration date: 2017-10-31 UDI #: (B)(4). D10: yes, return date: 2018-07-11 h3: yes h4: mfg date: 2016-10-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6 FDA method code(s):10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 other devices involved in this event: d1: heartware ventricular assist system ¿ controller ac adapter d4: controller ac adapter / (B)(4) /model #: 1425us / expiration date: unknown UDI #: (B)(4). D10: no h4: mfg date: unknown h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6 FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h10 other devices involved in this event: d1: heartware ventricular assist system - battery d4: battery / (B)(4) /model #: 1650 / expiration date: 2017-02-28 UDI #: (B)(4). D10: yes, return date: 2018-07-11 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-02-28 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 other devices involved in this event: d1: heartware ventricular assist system - battery d4: battery / (B)(4) /model #: 1650 / expiration date: 2017-02-28 UDI #: (B)(4). D10: yes, return date: 2018-07-11 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-02-28 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 other devices involved in this event: d1: heartware ventricular assist system - battery d4: battery / (B)(4) /model #: 1650 / expiration date: 2017-09-30 UDI #: (B)(4). D10: yes, return date: 2018-07-11 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-09-30 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 other devices involved in this event: d1: heartware ventricular assist system - battery d4: battery / (B)(4) /model #: 1650 / expiration date: 2017-10-31 UDI #: (B)(4). D10: yes, return date: 2018-07-11 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-10-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 other devices involved in this event: d1: heartware ventricular assist system - cc adapter d4: ac adapter / (B)(4) /model #: 1425us / expiration date: unknown UDI #: (B)(4). D10: no h4: mfg date: unknown h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA conclusion code(s): 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b3, b5, h10 product event summary: one controller and four batteries were returned for evaluation. One controller ac adapter was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving bat324202, bat323758 and power switching events that were due to communication errors involving battery bat324202. Several momentary disconnections that did not lead to power switching were also observed involving bat315368, bat316838, and an adapter. Momentary disconnections will result in an audible tone or "beep". Data log files also revealed a relative state of charge (rsoc) between 101-201 involving bat324202, which is indicative of a communication error. Analysis of the event log files revealed a controller power up event on 20/jun/2018 at 14:20:43. The data point before the controller power up recorded that the controller was connected to bat323758 with 26% relative state of charge (rsoc) on power port one and bat324202 with 46% rsoc on power port two. The data point after the controller power up recorded that the controller was connected to bat315368 on power port one and bat316838 on power port two. The controller was without power for 11 seconds. As a result, the reported events were confirmed. A power source lubrication procedure was performed on the cac adapter in accordance with the requirements on 23/jun/2018 to mitigate the reported conditions. There is no evidence that the lubrication servicing was performed on the reported batteries. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and power sources. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation was completed to investigate momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one battery exhibited communication errors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.